Event description:
It was reported that during a tka procedure, when pulling the threads into the anchor, a guide rail did not transport the thread further. This caused the thread to be pulled out of the seam. The speedlock was simply removed with the inserter. The procedure was completed with a s+n back up device. The back-up device was used in the originally drilled bone hole no delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per additional information received, the backup anchor was used in the same bone hole, therefore no bone voids were left in the patient. Additionally, the faulty anchor was easily removed with the device inserter which does not constitute a medical intervention but standard device use. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka procedure, when pulling the threads into the anchor, a guide rail did not transport the thread further. This caused the thread to be pulled out of the seam. The speedlock was removed. The procedure was completed with a s+n back up device. The back-up device was used in the originally drilled bone hole no delay and no further complications were reported.